Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions we identified. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunctions: for the crack of the probe- 1.the ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. 2. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe crack at the scratched area. For the worn grasping section- 1. The grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out of the grasping surface. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the sonosurg surgical instrument exhibited a crack on the probe and worn out surface of the grasping section. There were no reports of patient involvement. This report captured the reportable malfunctions identified by olympus during device evaluation.